Manufacturer narrative:
One device was received for analysis. The service history review indicated that the device had not been repaired in the last 12 months. Visual inspection was performed, and a damaged upstream occlusion (uso) seal was identified. The seal was replaced. The device was deemed beyond economic repair.

Event description:
The customer returned the product for damaged and contaminated battery compartment, during device evaluation, it was found that the upstream occlusion (uso) seal was damaged. There was no patient involvement.